Event description:
It was reported that a malfunction occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump, which resolved the malfunction, allowing the customer to continue using it without issue. There was no reoccurrence of the malfunction, and the customer was advised to contact technical support if the issue happened again.